Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the clinic with complaints of tiredness. Upon interrogation, the lead safety switch had tripped for the right ventricular (rv) lead due to out of range impedance measurements. The daily measurements showed that the rv lead impedance measurements had been increasing for the last several months. Loss of ventricular capture in unipolar configuration was also noted and a fracture was suspected. The patient was admitted to the hospital for a lead revision procedure. Slight migration of the device was observed during the revision procedure; twiddler's syndrome was suspected. The boston scientific sales representative stated that there were no visable issues with the lead body observed when the pocket was open. It was also noted that the pacemaker was implanted sub-pectoral, likely due to the patient's body type. The rv lead was surgically abandoned and a new lead was successfully implanted. The device remains implanted in the patient. No additional adverse patient effects were reported.